Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since september of last year, she is not able to urinate when she is supposed to and is having to cath. The patient states that 'it is painful' down her leg and all the way to her toes. The patient states she feels pulsating in left buttock where the device is. The patient did note being able to turn on/off the ins with handset. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.